Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer report 1627487-2021-13532. It was reported that lead migration up to t6 position issue was confirmed via x-ray resulting in the patient experiencing ineffective stimulation. A surgical intervention is anticipated in the near future. No additional information is available at this time.